Event description:
Ir doctor performing a routine ivc jugular ivc filter placement. Denali filter inserted as normal through sheath; however, filter had resistance going through beginning of sheath which is not normal so filter deployment device was taken out of sheath. New denali was opened and worked fine. Rep notified after exam and came in to review product. Product provided to rep by ir staff.